Event description:
It was reported that the pt has expired. The date of patients' death and implant duration are unknown . It is unknown if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.